Event description:
The nurse reported a corneal burn. The phaco tip bubbled up and the burn occurred. The surgeon closed the wound with 3 sutures.

Manufacturer narrative:
The company sales representative has been working with the surgeon. The system settings have been changed and the parameters have been adjusted. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (4) health devices, hazard update: most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B) (4)